Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart catheterization, the tr band was applied and 13ml of air was injected into the device. Approximately 45-60 minutes later, the tr band was slowly losing air, it had deflated on its own. It was unknown where the leak was coming from. There was no noticeable damage to the device. The device was not manipulated before use in any way ¿ pre-use or during storage. The product was stored prior to use on the inventory shelf. Hemostasis was achieved by manual compression. The patient was stable, and there was no blood loss.